Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on the morning of (B)(6) 2015, the patient was found unresponsive by his wife and the pump was off. The patient's wife called 911 and upon arrival the paramedics replaced the power and the pump restarted. The patient was transported to the hospital where the system controller was exchanged. The system controller log file was reviewed. A clock reset was noted which indicates that a total loss of power to the system controller had occurred. The event log indicates that the patient connected a fully charged set of batteries on (B)(6) 2015 at 8:46am. The event log captured low voltage advisories hazard events. And contains a power cable disconnect due to the batteries running out of power. The event log also indicates power was supplied by the emergency back-up battery (ebb) at 12:23am on (B)(6) 2015 followed by the clock reset which occurred once the ebb was depleted, resulting in the pump stopping. It was reported that based on the review of the log file and the timing of the reported events, it appeared that the pump was off for approximately 4.5 hours. It was reported that the hospital vad staff believes that the patient experienced a stroke prior to the pump stopping. The patient had reportedly been non-compliant with medications, including coumadin. They believe that the stroke might be why the power alarms were ignored. The patient's family withdrew support on (B)(6) 2015 due to the severity of the stroke. An autopsy was not performed.

Manufacturer narrative:
Approximate age of device - 2 years and 6 months. The pump was not returned to the manufacturer for evaluation, as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported stroke could not be conclusively determined. The system controller was returned to the manufacturer for evaluation. The log file was reviewed and the reported motor stop event was confirmed. It was noted that a fully charged set of batteries was connected on (B)(6) 2015 at 08:46 and were not exchanged prior to the reported event. On (B)(6) 2015 at 23:47, the low battery advisory alarm occurred, which is per design when the battery falls below the low voltage threshold. On (B)(6) 2015 at 0:23, the no external power alarm activated, indicating that the batteries had been completely depleted and the backup battery was in use. The next recorded event shows a clock reset, a motor stop, and the backup battery was uninstalled. This sequence of events indicates that the 14 volt batteries and backup battery had been completely depleted, stopping the pump for an unknown amount of time before the power was restored. The system controller was then functionally tested and was found to operate as intended during the analysis. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event. Placeholder.